Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/29/2019. Manufacturer's field service engineer (fse) confirmed nav-ring failure. Fse replaced bezel and cracked enclosure. Unit passed required performance verification tests per philips standards and was returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support (ts) stating unit had nav-ring failure. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.